Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having air bubbles. Customer's blood glucose ranged from 47 mg/dl to 400 mg/dl. Customer was not able to troubleshoot due to phone battery dying. Customer would call back.